Event description:
It was reported that the patient presented to the hospital after the patient alert triggered due to high impedance on the right ventricular lead. Review of performance data indicated noise and oversensing on the lead as well. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly and daily pace lead impedance trend data show various spike increases for max rv pace= 848 to 4768 ohms peak between (B)(6) 2011 and (B)(6) 2012. There was one ventricular nst=200 ms on (B)(6) 2012.

Event description:
It was reported that the patient presented to the hospital after the patient alert triggered due to high impedance on the right ventricular lead. Review of performance data indicated noise and oversensing on the lead as well. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The distal segment of the lead was returned and analyzed. The distal conductor was fractured. The proximal conductor was fractured, the defib conductor was distorted, and the distal conductor was stretched. The outer tubing overlay had blood/body fluid, cosmetic environmental stress cracking, and a breached cut. Performance data was collected from the device and analyzed. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. The weekly and daily pace lead impedance trend data show various spike increases for max rv pace= 848 to 4768 ohms peak between (B)(4) 2011 and (B)(4) 2012. There was one ventricular nst=200 ms on (B)(4) 2012.